Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient often had hallucinations, seeing people or houses. They were bothersome and sometimes scary. The patient had decreased their neupro patch to 2mg however the hallucinations persisted. No further complications were reported as a result of this event.